Event description:
Revision due to possible poly wear, reason not reported.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of a weak rotator cuff, glenoid loosening, prosthesis wear, or a combination of the three. However, this cannot be confirmed as the other explanted devices were not returned, and no information regarding the reason for revision was provided. Section h11: *the following sections have corrected information: (b5) revision due to possible poly wear, reason not reported. (D10) yes. *no information provided in the following section(s): a2, a3, a4, a5, b6, b7, d6, d7, d11, g8, h4, h7, h9.

Event description:
Revision due to poly wear.